Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical transvesical prostatectomy surgical procedure, the 8mm maryland bipolar forceps instrument's plastic at the tip blackened. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have localized melting on the outer side of the yaw pulley. The instrument passed electrical continuity test. The grips opened and closed properly. The complaint was confirmed based on failure analysis. The probable root cause of thermal damage is attributed to insulation degradation and carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.